Event description:
It was reported that this device was explanted due to an infection in 2013. No additional adverse patient effects were reported. The device was discarded and not returned for evaluation.